Event description:
The customer reported approximately two hundred fifty (250) milliliters of clear fluid/diluent leaked on the counter involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a fluid leak due to a pinhole on single tube pinch valve pv4b, on backwash manifold 4. The fse noted no blood content spilled, only diluent seeped through the chasis and into the bench area. The fse noted the leak was very small and contained, without any damage to any other components. The fse replaced the brown stripe tubing through pinch valve pv4b and pv4c, and retubed the aspiration pump module (tower area). System startup, latron, reproducibility, 5c control and retic-c control all passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).